Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device and viperwire guide wire were selected to treat a heavily calcified, 80% stenosed lesion in the left circumflex artery (lcx) via a radial access. The lesion was treated with oas and the device was removed. During balloon angioplasty, residual stenosis was observed, and the oad was reinserted to treat the stenosis. It was observed that the spring tip of the viperwire had fractured. It was noted that the patient had a large chest cavity that made it difficult to see the oad crown. It was suspected the oad contacted the spring tip, causing the fracture. The devices were removed. The opinion of the physician was that the spring tip was safe in the distal vessel. No attempt to retrieve the fragment was made, and the fragment remained in vivo. The patient was stable and did not have any complications. The procedure outcome was very good. A week after the procedure, it was confirmed that the spring tip had not thrombosed, and the treated vessel looked very good.